Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 4 single use biopsy forceps large capacity was used during a procedure performed on the same day. According to the complainant, during the procedure, the distal end of the forceps was bent on the first pass. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, supplemental medwatch will be filed.